Manufacturer narrative:
H10: of the 1 device, lot number was provided, and lot history review was performed. Of the reported malfunction, the device was returned for evaluation. Under magnification balloon fibers stripped and material frayed were identified for 1 device. A root cause has not been determined. The device was labeled for single use. H10: g4. H11: b5, h6 device code + descriptio (2907 - detachment of device or device component), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model atg80166pta balloon dilatation catheter experienced material frayed, a retraction problem, a detachment of device or component, and a material rupture. This event was reported from a single source. The event involved a patient with no reported injury. The patient was a 58 year old, female and weighing 110 lbs.

Manufacturer narrative:
(B)(4). The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model atg80166 dilatation catheter experienced material frayed, a retraction problem, a detachment of device or component, and a material rupture. This event was reported from a single source. The event involved a patient with no reported injury. The patient was a (B)(6) year old female weighing (B)(6) lbs.